Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the reported shutdown. There were multiple battery calibration required messages throughout multiple logs; however, there is no evidence the reported shutdown occurred due to a battery. The battery used at the time of the event was not returned for evaluation. The device was recertified and returned to the customer. The x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days." No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down while charging energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.